Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the distal end of the glass cap is detached and returned within the metal cap; the metal cap is detached and returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe burned detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 262,086 joules while using the surgical fiber during a prostate procedure, the fiber tip fell off while lasing. Time expended: 26:17 minutes. The fiber tip/cap was not cleaned during the procedure. The procedure was completed using a second surgical fiber. There was no patient injury reported.